Event description:
The rptr indicated that during transtelephonic follow-up, the device had 5 beats at 90 then pacing at 60 for the magnet rate. The programmed av delay is supposed to be 125ms, but during the magnet rate it was measured to be 60ms.